Event description:
It was reported that a flogard infusion pump alarmed f50. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review confirmed the f50 alarm. Alarm f50 is associated with cpu card damaged. The cpu pcb assembly was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.